Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot # unknown) sigphandle, sig power sigphandle handle (serial # unknown) sigpshell, sig power sigpshell control shell (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic gastrojejunal bypass, when on the first firing of gastrectomy, when clamping the stomach, the handle and adapter detached, possibly not securing it properly/attached it loosely. The components were reattached; articulation was set and held down the lower button then an event occurred where the articulation did not return. It was noted that the metal broke and was partially exposed from the articulation part, so it did not return. A neutral position was performed several times, it returned to some extent, and was removed together with the trocar. Intervention was not performed. There was no patient injury.